Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has suffered serious bodily injuries, including extreme pain, erosion of her internal bodily tissue and other injuries as well as significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.